Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use with 2 bd vacutainer® sodium heparinn (nh) 75 usp units blood collection tubes the cap colors are discovered to be inconsistent. The following information was provided by the initial reporter, translated from (B)(6) to english: tube cap color inconsistency.

Event description:
It was reported that prior to use with 2 bd vacutainer® sodium heparinn (nh) 75 usp units blood collection tubes the cap colors are discovered to be inconsistent. The following information was provided by the initial reporter, translated from chinese to english: tube cap color inconsistency.

Manufacturer narrative:
H.6. Investigation summary bd had not received samples, but 1 photo was provided by the customer for investigation. The photos were reviewed and the indicated failure mode for incorrect stopper color with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.